Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had gone to their doctor due to hyperglycemia. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 24 and 36 hours. Once the patient was at their doctors office the patient was treated with a manual insulin correction. The patient was at their doctors office for 45 minutes.